Event description:
It was reported that revision surgery was performed due to loosening. The r3 multi-hole acetabular shell 50mm was explanted. The patient is also complaining about pain and feeling strange.